Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the vessel sealer extend (vse) instrument tip became loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip tip. A piece measuring approximately 0.027 x 0.051 was not returned with the instrument. Root cause of this failure is typically attributed the misuse/mishandling. A review of the logs shows no errors.